Manufacturer narrative:
Analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the patient had a magnetic resonance imaging (MRI), not "an emi." It was detailed that the stall occurred at 11:55 on (B)(6) 2018 and recovered 12:12, and then the stall occurred again on (B)(6) 2018 at 12:22 with recovery at 12:31. It was also noted that contributing factors of the patient's pain coming back from time to time prior to the motor stall were not identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (4.2 mg/ml) at a dose of 2.49 mg/day, ropivacaine (5.7 mg/ml) at a dose of 3.38 mg/day, and clonidine 4.2 mcg/ml at a dose of 2.49 mcg/day via an implantable pump. The indication for use was not provided. It was reported that since (B)(6) 2017 the patient's pain came back from time to time with the current pump, which was implanted (B)(6) 2017. It was indicated that with the patient's previous pump the patient had no pain. It was noted that the patient "had an emi" (electromagnetic interference) on (B)(6) 2018 so the pump stopped and restarted but on (B)(6) 2018 the motor stalled again and restarted after. The doctors decided to change the pump. It was stated that the "patient was not good." It was noted that the catheter was inspected all was okay and that in the operating room the surgeon had the lcr reflux (cerebrospinal fluid reflux). The pump would be returned. At the time of the report the issue was resolved and the patient status was "alive -no injury." No further complications were reported or anticipated.